Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ migration of essure device"), embedded device ("bilateral migration of essure micro-insert / essure micro-inserts were found embedded within her uterus (expulsion is coded separately)") and device expulsion ("bilateral migration of essure micro-insert / essure micro-inserts were found embedded within her uterus (expulsion is coded separately)/ migration of essure device: migration into uterus") in a 29-year-old female patient who had essure (ess205) (batch no: 508294) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2006 patient underwent essure confirmation test. Result: successful. Previously administered products included for birth control: birth control pill. Concurrent conditions included overweight. Concomitant products included omeprazole (prilosec). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menses/ abnormal bleeding ( menorrhagia)"), dysgeusia ("metallic taste in mouth"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("allergic or hypersensitivity reaction ( rashes)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches/ head pain"). On (B)(6) 2018, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe, lower abdominal pain / severe abdominal cramping"), back pain ("back pain"), menstrual disorder ("prolonged and abnormal menses"), vaginal infection ("vaginal infections"), weight fluctuation ("weight fluctuation"), uterine pain ("uterine pain"), abdominal pain ("abdomen pain") and rubber sensitivity ("latex allergy"). The patient was treated with surgery (on (B)(6) 2011, plaintiff underwent a total hysterectomy and bilateral salpingectomy, essure explanted and on (B)(6) 2011, plaintiff underwent a total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation, rash, fatigue, alopecia, migraine, headache, weight increased, uterine pain, abdominal pain and rubber sensitivity outcome was unknown and the embedded device, device expulsion, pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dysgeusia, menstrual disorder, vaginal discharge, vaginal infection, weight fluctuation and vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device expulsion, dysgeusia, dysmenorrhoea, embedded device, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, rubber sensitivity, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2011, plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her cervix; uterus, and both fallopian tubes were all removed. On (B)(6) 2006, she underwent hsg. She underwent oophorectomy (one side removal of ovary). Four trailing coils were noted from the right tubal ostium. Approximately five trailing coils were noted from the left tubal ostium. She had oophorectomy (one side removal of ovary). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2006: results: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2019: plaintiff fact sheet received. Event latex allergy was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ migration of essure device"), embedded device ("bilateral migration of essure micro-insert / essure micro-inserts were found embedded within her uterus (expulsion is coded seprately)") and device expulsion ("bilateral migration of essure micro-insert / essure micro-inserts were found embedded within her uterus (expulsion is coded seprately)") in a 29-year-old female patient who had essure (ess205) (batch no. 508294) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: birth controll pill. Concurrent conditions included overweight. Concomitant products included omeprazole (prilosec). On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menses/ abnormal bleeding ( menorrhagia)"), dysgeusia ("metallic taste in mouth"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("allergic or hypersensitivity reaction ( rashes)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches/ head pain"). On (B)(6) 2018, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe, lower abdominal pain / severe abdominal cramping"), back pain ("back pain"), menstrual disorder ("prolonged and abnormal menses"), vaginal infection ("vaginal infections"), weight fluctuation ("weight fluctuation"), uterine pain ("uterine pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (essure explanted), surgery (in (B)(6) 2011, plantiff underwent a total hysterectomy and bilateral salpingectomy) and surgery ((B)(6) 2011, plantif underwent a total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation, rash, fatigue, alopecia, migraine, headache, weight increased, uterine pain and abdominal pain outcome was unknown and the embedded device, device expulsion, pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dysgeusia, menstrual disorder, vaginal discharge, vaginal infection, weight fluctuation and vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device expulsion, dysgeusia, dysmenorrhoea, embedded device, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: in (B)(6) 2011, plantiff underwent a total hysterectomy and bilateral salpingectomy, during which her cervix; uterus, and both fallopian tubes were all removed. On (B)(6) 2006, she underwent hsg. She underwent oophorectomy (one side removal of ovary). Four trailing coils were noted from the right tubal ostium. Approximately five trailing coils were noted from the left tubal ostium. She had oophorectomy (one side removal of ovary). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: confirming full occlusion of fallopian tubes . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc update. Fu 3 and 4 proceed together. On 3-jul-2018: pfs received. Concomitant drug, historical drug were added. Fu 3 and 4 proceed together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ migration of essure device"), embedded device ("bilateral migration of essure micro-insert / essure micro-inserts were found embedded within her uterus (expulsion is coded seprately)") and device expulsion ("bilateral migration of essure micro-insert / essure micro-inserts were found embedded within her uterus (expulsion is coded seprately)/ migration of essure device: migration into uterus") in a 29-year-old female patient who had essure (ess205) (batch no. 508294) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2006 patient underwent essure confirmation test. Result: successful. Previously administered products included for birth control: birth controll pill. Concurrent conditions included overweight and heartburn. Concomitant products included omeprazole (prilosec). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menses/ abnormal bleeding ( menorrhagia)"), dysgeusia ("metallic taste in mouth"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("allergic or hypersensitivity reaction ( rashes)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches/ head pain") and rubber sensitivity ("latex allergy"). On (B)(6) 2018, the patient was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe, lower abdominal pain / severe abdominal cramping"), back pain ("back pain"), menstrual disorder ("prolonged and abnormal menses"), vaginal infection ("vaginal infections"), weight fluctuation ("weight fluctuation"), uterine pain ("uterine pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery ((B)(6) 2011, plantif underwent a total hysterectomy and bilateral salpingectomy, essure explanted oophorectomy(one side) and in (B)(6) 2011, plantiff underwent a total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation, rash, fatigue, alopecia, migraine, headache, weight increased, uterine pain, abdominal pain, rubber sensitivity and endometriosis outcome was unknown and the embedded device, device expulsion, pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dysgeusia, menstrual disorder, vaginal discharge, vaginal infection, weight fluctuation and vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device expulsion, dysgeusia, dysmenorrhoea, embedded device, endometriosis, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, rubber sensitivity, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: in (B)(6) 2011, plantiff underwent a total hysterectomy and bilateral salpingectomy, during which her cervix; uterus, and both fallopian tubes were all removed. On (B)(6) 2006, she underwent hsg. She underwent oophorectomy (one side removal of ovary). Four trailing coils were noted from the right tubal ostium. Approximately five trailing coils were noted from the left tubal ostium. She had oophorectomy (one side removal of ovary). Beginning five years preceding your essure placement through the present, have you ever taken leave from this job or any other job for medical reasons? Yes duration: (B)(6) 2010 to (B)(6) 2010 reason: donated a kidney diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: results: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2019: plaintiff fact sheet received- new event endometriosis was added. Medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ migration of essure device"), embedded device ("bilateral migration of essure micro-insert / essure micro-inserts were found embedded within her uterus (expulsion is coded separately)") and device expulsion ("bilateral migration of essure micro-insert / essure micro-inserts were found embedded within her uterus (expulsion is coded separately)") in a 29-year-old female patient who had essure (ess205) (batch no. 508294) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menses/ abnormal bleeding ( menorrhagia)"), dysgeusia ("metallic taste in mouth"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("allergic or hypersensitivity reaction ( rashes)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches/ head pain"). On (B)(6) 2018, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe, lower abdominal pain / severe abdominal cramping"), back pain ("back pain"), menstrual disorder ("prolonged and abnormal menses"), vaginal infection ("vaginal infections"), weight fluctuation ("weight fluctuation"), uterine pain ("uterine pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (essure explanted), surgery (in (B)(6) 2011, plaintiff underwent a total hysterectomy and bilateral salpingectomy) and surgery ((B)(6) 2011, plaintiff underwent a total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation, rash, fatigue, alopecia, migraine, headache, weight increased, uterine pain and abdominal pain outcome was unknown and the embedded device, device expulsion, pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dysgeusia, menstrual disorder, vaginal discharge, vaginal infection, weight fluctuation and vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device expulsion, dysgeusia, dysmenorrhoea, embedded device, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: in (B)(6) of 2011, plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her cervix; uterus, and both fallopian tubes were all removed. On (B)(6) 2006, she underwent hsg. She underwent oophorectomy (one side removal of ovary). Four trailing coils were noted from the right tubal ostium. Approximately five trailing coils were noted from the left tubal ostium. She had oophorectomy (one side removal of ovary). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: confirming full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Concomitant disease was added. On (B)(6) 2006, she implanted essure (previously reported as (B)(6) 2006). Updated suspect drug indication and lot number. Added events abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction (rashes), fatigue, hair loss, migraines/ headaches, perforation (uterus), weight gain, abdomen pain, uterine pain. Updated events and onset date. On (B)(6) 2011, she explanted essure (previously reported as (B)(6) 2011). On (B)(6) 2018: reporter added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("bilateral migration of essure micro-insert / essure micro-inserts were found embedded within her uterus (expulsion is coded separately)") and device expulsion ("bilateral migration of essure micro-insert / essure micro-inserts were found embedded within her uterus (expulsion is coded separately)") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menses"), abdominal pain lower ("severe, lower abdominal pain / severe abdominal cramping"), back pain ("back pain"), dysgeusia ("metallic taste in mouth"), menstrual disorder ("prolonged and abnormal menses"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (in (B)(6) 2011, plaintiff underwent a total hysterectomy and bilateral salpingectomy) and surgery ((B)(6) 2011, plaintiff underwent a total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed in april 2011. At the time of the report, the embedded device, device expulsion, pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dysgeusia, menstrual disorder, vaginal discharge, vaginal infection and weight fluctuation was resolving. The reporter considered abdominal pain lower, back pain, device expulsion, dysgeusia, dysmenorrhoea, embedded device, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure (ess205). The reporter commented: in (B)(6) 2011, plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her cervix; uterus, and both fallopian tubes were all removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.